Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. The customer contact reported no patient information is available. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.